Event description:
A cardiopulmonary arrest occurred following progressive sustained bradycardia over a period of 17 minutes from onset of arrhythmia. The baseline rhythm prior to the event was chronic atrial fibrillation. The fukuda denshi monitor failed to alarm or produce an automated strip during the event. Further investigation of the equipment onsite by the manufacturer revealed that the arrhythmia alarms including asystole alarm had been turned to the off position. The event occurred at the change of shift. When the monitor tech observed an agonal rhythm at the nurses station monitor tech depressed the manual button to produce an event history creating an 8 second strip indicating the time of onset. There were several repeated depressions of the button to produce a strip.